Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, hd catheter (not a fresenius product) placement, and transition to hd for rrt. The pdrn attributed causality to an unspecified touch contamination event. Esrd patients undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum and exit site. Staphylococcus epidermidis is found in the mucus membranes, axillae, and on the skin of humans, and transmission of the bacteria to the peritoneum frequently occurs during a touch contamination event. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted customer service and reported that they have caught an infection and can no longer do pd treatment. The patient will be going in-center due to this issue. Upon follow up, the patient was not able to complete the treatment on the cycler the day of the reported event. The patient was admitted to the hospital on (B)(6) 2026 due to peritonitis. The patient was discharged on (B)(6) 2026 and was not able to continue with the pd treatment at the hospital. The patient was changed to the hemodialysis (hd) treatment and will not continue with the pd treatment. Follow-up with the pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies not provided). While hospitalized, the patient decided pd therapy was too burdensome and requested to transition to hd for rrt. The nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), and placement of a tunneled hd catheter (not a fresenius product). The patient transitioned to hd without any reported issues, and her antibiotics will be completed intravenously. The patient is recovering from the serious adverse events and was discharged home on (B)(6) 2026. The peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6)2026, and the patient¿s ceftazidime was discontinued (vancomycin to be completed intravenously with hd). The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.